Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ceramic liner has fractured. The ceramic liner was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned device revealed that the ea delta cer insert 36idx54od exhibited a fracture at the rim and the signs of attempted implantation. Metal transfer of erratic appearance can be found on the liner. In case of symmetrical, and therefore correct, taper fit between the ceramic liner and the metal cup, metal transfer patterns are expected over the whole circumference of the liner. The liner does not exhibit such patterns. Additionally, metal transfer can be found on the taper bottom. This metal transfer indicates a tilted position of the liner during the impaction. The rim of the insert is chipped. Next to the fracture surface, metal transfer can be found which indicates small areas of intensive contact between the ceramic liner and the metal cup. Therefore, it is assumed that the liner fractured due to a point load caused by a misaligned position of the liner in the metal cup. A manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754, lot number: 4648032, and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754, lot number: 4648032, and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Corrected: h3.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: ceramic liner has fractured. The product was not returned to j&j medtech orthopaedics; however, a photo was provided for review. The photo investigation revealed that the ea delta cer insert 36idx54od has fractured into multiple pieces. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 4648032 and no non-conformance's or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the ceramic liner has fractured. The surgeon didn't put much force on the product. There was a surgical delay of 30 minutes. The fragments were removed. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ceramic liner has fractured. The product was not returned to j&j medtech orthopaedics, however a photo was provided for review. See attachment (10).jfif the photo investigation revealed that the ea delta cer insert 36idx54od has fractured into multiple pieces. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 4648032 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. H11 additional narrative: added: d10.